Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a staphylococcus epidermidis isolate from a prosthetic joint infection resulted as no mic for the drug levofloxacin, but a result of intermediate (I) was sent to the users laboratory information system (lis). No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that the expert rule 2203 triggered incorrectly leading to an interpretation result of I while no mic was determined. It was noted that this rule triggers with this organism (levofloxacin) when it reaches a certain threshold. No mic was determined because the organism had inconsistencies in its growth patterns. No incorrect results were reported to the clinician. There was no issue noted with the instrument's operation. This issue was actually addressed in pud v7.51. If the customer upgrades to m50 2.90, it will come with pud v7.51. The customer has since upgraded to this version. The instrument continues to operate as intended. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No parts were replaced as a part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was completed and revealed no prior cases with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a staphylococcus epidermidis isolate from a prosthetic joint infection resulted as no mic for the drug levofloxacin, but a result of intermediate (I) was sent to the users laboratory information system (lis). No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.